Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected. The customer¿s blood glucose level was unknown. Customer stated that they had power error detected alarm occurred every four hours. It was reported that they had long crack beginning from the top of the pump , all along the length of battery tube. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 25 due to non-sleep anomaly software error. Pump received with cracked case behind the pump at the battery compartment and cracked battery tube threads.